Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation showed the locking key and pinch guard are dissembled from the device. The weld of pin that hold it together has broken off. Device functioning could not be performed due to the damaged of the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported on 04/13/2022 by a facility representative via sems that an 5030-000 lag screw inserter broke. This was discovered during a case with no patient harm.